Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the shield is hard to remove and when removed the needle hub stayed in shield. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#(B)(4). Was initiated.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no: (B)(4) batch no:9350297 it was reported shield hard to remove. When removed needle hub stayed in shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no: 328440 batch no:9350297. It was reported shield hard to remove. When removed needle hub stayed in shield.